Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or if any information about the identity of the lead is received.

Event description:
Boston scientific received information that this unknown rv lead was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The product was explanted.